Manufacturer narrative:
One pib board was returned for evaluation with no shipping damage. Visual inspection of the pib board revealed that a red wire had snapped off at the solder joint. Functional testing was not performed since the reported event was confirmed by visual inspection. The reported event was duplicated. The most probable cause of the reported event was due to a disconnected red wire which led to the home sensor error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the z-axis would not move. Fse also checked alignments, and checked cabling and the check sensor, and then ordered parts to be installed. Fse returned to the site to two days later and installed the main plastic chain, then attempted to run sorter alignments; however, the errors persisted. Next, fse replaced the s022 sensor and ran sorter alignments and macro tests without issue. The customer was subsequently able to run daily check and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The aia-900 operator's manual, under chapter 12- flags and error messages was reviewed. 4053 sorter-z home overrun. The aia-900 operator's manual indicates that the 4053 sorter-z home overrun error message is generated when the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement, a flag will be attached to the measurement result. The operator is instructed to check s022, and also check to see the cause of slipping that occurs when pm022 moves to the limit side. If the problem persists contact tosoh local representatives. The most probable cause of the reported event has not yet been determined. The investigation is in progress.

Event description:
It was reported that the customer received intermittent "4053 sorter z-home overrun "errors on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.